Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and turbid (cloudy) pd effluent. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event via the emergency room (ER). On an unreported date in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event and the antibiotic treatments were ongoing as well as the extraneal/physioneal therapies. No additional information is available.